Event description:
The hcp reported the pt presented with redness of the device pocket. No culture was obtained. The pt was treated with both IV and oral antibiotics. The pt had been on levaquin prior to the pump implant for a chronic sinusitis. The pt outcome was reported as ongoing.